Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing. Device passed displacement test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with stripped coin slot, cracked case from display window corner, cracked case, cracked reservoir tube lip, broken battery tube threads, stained end cap sticker and broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. Customer stated the insulin pump had rejects new batteries, battery compartment had a crack, random no delivery alarms, forcing to rewind and battery cap was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.